Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, burr and annulus were visually and microscopically examined. The distal end of the sheath is stretched, twisted and completely torn 6mm from the distal end of the burr. The separated /torn sheath is stuck on the burr. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 29feb2020. It was reported that the device could not cross the lesion. The stenosed target lesion was located in the severely calcified left main coronary artery. A 1.50mm rotalink burr was selected for use. During procedure, it was noted that the burr could not cross the lesion due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, device analysis revealed the sheath was torn 6mm from the distal end of the burr.